Event description:
Revision surgery - removed wound vac, washed out again, and replaced the poly./unknown reason.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2019-01154; 342-12-706, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.